Event description:
It was reported that during a gastrectomy procedure, the distal staples were malformed. A like device was used to complete the case. There was no pt consequence reported.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.